Event description:
Additional info was received that indicated that the patient was asymptomatic and stable throughout procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a generator change procedure, the patient's implantable cardioverter defibrillator (ICD) looked swollen. The ICD was explanted and replaced as planned. Further information requested but not yet received.